Manufacturer narrative:
The actual device was not available; however, photographs of the sample was provided for evaluation. The returned photographs were inspected and they did not show evidence of the reported problem. Six (6) retention samples underwent visual inspection and no issues were noted. The reported condition could not be verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental repot will be submitted.

Event description:
It was reported that the spike of an unspecified number of solution administration sets ¿had a sharp surface and the presence of rubber was found in the IV (intravenous) bottles after being spiked¿. This was identified during filling (no further detail was provided). There was no patient involvement. No additional information is available.